Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. However, the insulin pump was received with corroded battery tube. No low battery alerts or weak battery alarms noted. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer woke up with blood glucose of 400 mg/dl. Customer received a low battery alarm and alarm history showed a bad battery alarm. After troubleshooting, customer called back with replaced battery cap. Customer reported that battery cap did not resolve issue. Customer was advised that insulin pump would need to be replaced.